Event description:
L ivanova deutschland has received a report that, during a procedure, the 3t heater cooler failed to warm on the patient side on a second heater cooler (the first one was logged as additional livanova complaint, ref (B)(4). They then replaced with a third heater cooler, the system worked properly and the procedure was completed with no issue. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in USA. A similar issue has previously occurred on another device at the same centre. The device was checked and no issue detected. The first heater cooler was checked and no issue was confirmed. Customer was recommended to shorten the circuits since currently the used circuits are longer than recommended (IFU recommeds 16.4 feet while are 24-25 feet). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: according to all the collected information and the results of investigations conducted on previous similar instances of the failure, it cannot be ruled out that the most likely contributing factors to the event could have been: - the length of the line too long, - customer heated up both circuits at the same time. This report was due on november 30, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.